Event description:
This is a spontaneous report by a nurse from (B)(6) that the machine presented a power failure while therapy was being performed. After the machine turned off, the nurse didn't remove the dialysis liquid from the patient. The fluid in the cavity went in to the lung and caused pulmonary edema. On (B)(6) 2012, the patient experienced pulmonary edema and was hospitalized for pulmonary edema. A fluid analysis was performed and it was confirmed that it was dialysis fluid that was drained. The patient still remains hospitalized. At the time of this report, the patient had not recovered from the event of pulmonary edema.

Manufacturer narrative:
(B)(4). Information regarding admitting diagnosis (at the time of the power failure), treatment, whether a manual drain was performed, whether an overfill occurred, and the largest prescribed fill volume has been requested from the local baxter affiliate. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information was received from the nurse. The nurse stated that after the patient recovered (the patient is now in good health condition), she performed functional tests with the machine and no problems associated to power failure were found anymore. She also stated that functional tests were performed and no deviation was found with the machine. Therefore, considering the statements reported by the nurse and her request for not collecting the machine, the equipment was not evaluated by baxter technical service.the reported problem was not confirmed. The device was not returned for evaluation. The assignable cause was undetermined.